Manufacturer narrative:
Pump passed the displacement test but compromised force sensor alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/delivery and excessive no delivery test or verify prime/fill anomaly due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they were unable to exit the "preparing to prime" loop. The customer's blood glucose was 170 mg/dl. Advised customer to revert to back up plan. The product was returned for analysis.